Event description:
It was reported that the cement set so quickly that the surgeon had no time to put the prosthesis in, which resulted in the prosthesis seated slightly proud and that the leg length turned out to be longer than expected.